Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer called to report a "major" ac reaction. At 66 minutes, the donor experienced severe tetany in the hands and feet. The donor was having trouble talking, she was slurring words due to cramping in the face and tongue. The donor also had a small hematoma at the needle site. They had given her 4 tums at 24 minutes and lowered the return flow. Post-procedure, they gave her 3 more tums. They had called 911, but when ems arrived, she refused treatment. They monitored her at the site for 30 minutes. She was fine and she went home.